Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of cracked/separated needle hub was able to be confirmed by the photo. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this product contains the following warning for users: "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin. Do not use acetone on catheter surface. Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure. Do not use polyethylene glycol containing ointments at insertion site. Take care when infusing drugs with a high concentration of alcohol. Allow insertion site to dry completely prior to skin puncture and before applying dressing. Do not allow kit components to come into contact with alcohol." The customer report of a cracked/separated needle hub was confirmed through complaint investigation. The customer photo revealed cracks and a partial separation on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on the 19th march 2025, in neuro ICU (B)(6) hospital, the doctor was inserting a large bore catheter to the patient and a needle hub had a crack, when he attached the needle to syringe, the hub broke." This was found prior to use. The user changed to a new set. There was no patient harm or injury.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
It was reported "on the (B)(6) 2025, in (B)(6) hospital, the doctor was inserting a large bore catheter to the patient and a needle hub had a crack, when he attached the needle to syringe, the hub broke." This was found prior to use. The user changed to a new set. There was no patient harm or injury.